Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. According to log files, movement of the system was possible at slow speeds in override mode. This mode is described in detail in the user manual. The technician on site performed troubleshooting but could not determine a clear cause for the error. Because a sporadic problem with the collision sensors was conceivable, he replaced them as a precautionary measure and recalibrated the collision shutdown function. After this intervention, the system was running properly again. The replaced sensors did not show a fault when examined at the factory. This would likely indicate a calibration problem; however, the replacement of the parts and associated recalibration eliminated the error on site. Recalibration of the pressure sensors is usually necessary if, for example, there has been a collision and the system is out of adjustment, or if certain parts are replaced. Because the situation on site has stabilized as a result of the service visit and the original problem is no longer present, it was not possible to determine the cause of the fault beyond doubt. According to system specialists, it is likely that the pressure sensor responsible for collision detection was briefly activated, which was then rectified by the on-site service call. The log file showed the temporary activation of the sensor and confirms this theory. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. Any accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that no system movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).